Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc ctr, the indicator dial markings worn off. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.